Event description:
It was reported that the fluid warmer was making a strange sound. In addition, the device had no power lights, or led lights displaying.

Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked by the drain fitting. Both covers were cracked and marked. The line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (unfamiliar sounds from the unit/failure of lcd display) was confirmed during testing. The product problem occurred because the pcb and pump components were damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The user gave rise to the aforementioned damage. This was established as the root cause. All of the aforementioned components were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.